Event description:
As reported by the legal team, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed removal of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. Per the implant records, prior to the index procedure, the patient had been admitted to the hospital for deep vein thrombosis (dvt) and later developed post-phlebitic syndrome; presented with symptoms of chest pain and was noted to have pulmonary embolism (pe). The filter was indicated prophylactically for pe. Using ultrasound guidance, the right femoral vein was accessed, and a venogram was performed identifying the renal veins. An optease inferior vena cava (ivc) was placed. According to the information received in the patient profile form (ppf), the patient reports that about seven months after the filter was implanted, percutaneous retrieval of the filter was attempted but it was unsuccessful. Procedural details were not provided. The patient further experienced anxiety and depression related to the filter, as well as being limited in certain physical activities, becoming aware of these events approximately seven months after the filter implantation.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused a failed removal of ivc filter. The filter remains implanted; thus, unavailable for analysis. The patient reported that an unsuccessful percutaneous retrieval of the filter was attempted approximately seven months post implant, procedural details were not provided. The patient also reported anxiety and depression, as well as limited in certain physical activities, related to the filter. According to the implant record the indication for the filter implant was prevention of another pulmonary embolism (pe). Prior to the filter implant the patient was admitted with deep vein thrombosis (dvt). The patient was discharged home on xarelto and was seen at the physician¿s office for what appeared to be post-phlebitic syndrome. The patient subsequently presented with chest pain and was noted to have a pe. The filter was recommended due to anticoagulation failure and protection from another pe. The filter was placed via the right femoral vein and the filter deployed. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Without procedural films or images for review the reported event(s) could not be further clarified. Anxiety does not represent a device malfunction and may be related to underling patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. D3 manufacturer name, city and state&nbsp;;.

Manufacturer narrative:
As reported, the patient underwent placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury including, but not limited to failed removal of ivc filter. The filter remains implanted; thus, unavailable for analysis. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed removal of ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.